Manufacturer narrative:
No information provided and no patient injury reported. Initial reporter: no e-mail address was provided for the initial reporter. The initial reporter was a dealer in (B)(6) whom received the report from the following hospital and whom reported the event to 3m. (B)(6). (B)(4). 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the changes made. The reported lot in this event does not include the solvent process change. This unit was not returned so no further evaluation of the actual device was performed. End of report.

Event description:
A hospital employee alleged that blood leaked from the y-connector on a 3m ranger(tm) high flow blood/fluid disposable set (model 24355) during use. No patient injury was alleged.